Event description:
The customer reported that the system exhibited ma sensor failure errors during a pt procedure. This event may have resulted in an aro (accidental radiation occurrence). No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was evaluated and recalibrated. The flash memory was also reloaded during the service event. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.